Event description:
The allegation refers to the citadel plus bed frame. The customer reported that the left side rail was broken. The circumstances of the damage are unknown. Based on the photographic evidence provided by the arjo service technician from the inspection of the bed, the lower arm that is part of the side rail assembly was cracked causing the side rail partial detachment, and the upper arms were bent. Also, the cracked lower arm caused the damaged of the cover panel (white plastic). There was no indication that the bed frame was in use by a patient at that time. No injury was claimed.

Manufacturer narrative:
Based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the safety side rail partially detached due to excessive external force applied. According to instructions for use citadel plus (IFU, 831.374-en): the operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore arjo device did not meet the specification. This complaint was assessed as reportable due to the side rail panel being partially detached as the detected issue may result in the patient fall from the bed upon reoccurrence.